Event description:
While the operator was at the head end of the "r&f" table, the pt inadvertently activated the table top drive. A microswitch in the drive circuit failed, causing the table top to pin the operator against the wall mounted bucky stand. The switch has been replaced.